Event description:
The user facility alleges bad glucose test strips due to misalignment of the vial label. He stated that the label was keeping the vial cap from sealing. Controls were ran and found to be out of range. Nurses possibly used strips anyway. The suspect device was replaced and returned for evaluation.